Event description:
Pt alleges that as a direct and proximate result of wearing latex gloves, she has suffered severe and irreversible type-1 latex allergy. Further alleges that as a result, she has suffered physical injuries including but not limited to rashes, hives, respiratory problems, headaches, conjunctivitis, asthma, anaphylaxis reactions, rhinitis, fatigue, restlessness, extreme discomfort and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent and continuing and life-threatening nature, and other damages. Pt's husband, alleges loss of consortium of his wife.